Event description:
It was reported, that during an in-clinic follow-up. The right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.